Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged.

Event description:
Note: this report pertains to the second of two dreamtome rx 44 used during the same procedure. It was reported to boston scientific corporation that a dreamtome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, when the nurse bowed the device, the wire anchor got dislodged. A second dreamtome rx 44 was used; however, the same problem happened. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: photos of the complaint devices outside the patient were provided by the customer and showed the wire anchor was dislodged and the cutting wire was kinked.